Event description:
It was reported to boston scientific corporation that following a pelvic floor repair procedure using a pinnacle pfr kit (procedure date and type of pinnacle kit unknown), the patient presented with erosion. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.